Manufacturer narrative:
This event is no longer considered a reportable event. The lens was not removed. (B)(4).

Event description:
Additional information was received that the surgeon decided did not do an explant for this patient. He stated that her astigmatism was corrected, she went from a -2.00 to a -1.50 in the left eye.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) was implant procedure, the patient experienced a myopic surprise. The lens was removed.